Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. Further information is pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. A ¿replace generator soon¿ warning message was reported. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
Report type: updated to serious injury. Section a3: dob corrected. Section b1 ¿ type of report : adverse event added. Section b2 - outcomes attributed to adverse : other serious (important medical events) added . Section h1 - type of reportable event: updated to serious injury . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was planned. On (B)(6) 2023 surgical intervention was undertaken wherein the full system was explanted without complications.